Manufacturer narrative:
The wheelchair involved in this adverse event was returned to sunrise medical on 02/5/2015. After a thorough r&d/qa analysis it was determined that the most likely scenario was that while being fed the end user unknowingly activated the proximity head array switch causing the wheelchair to unexpectedly move forward. The owner's manual specifically states that when seated in a parked wheelchair the unit should always be turned off to prevent accidental movement from contact with the joystick by the end user or others. In this case, both the end user and caretaker admitted to leaving the wheelchair turned on while the caretaker fed the end user. Upon final inspection of the wheelchair, it was ultimately determined that the wheelchair does function as intended and it was shipped back to our distributor to return to the end user. This investigation is considered closed. In the event that additional info is provided about this case a supplemental MDR will be filed if necessary.

Event description:
An adverse event involving a s646 powered wheelchair was reported to sunrise medical on (B)(6) 2015. It was reported via the end user's caretaker that the incident occurred inside ot the home while the end user was being fed. The caretaker stated that while feeding the end user with the wheelchair powered on it suddenly moved forward and caused the end user to crash into a wall. The end user sustained a fracture to his right leg.